Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during closure procedure. Symptoms/af: vessel damage. Time of symptoms/ae: during closure procedure. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. During device removal, the device caught in the vessel wall and was difficult to remove. The vessel tore requiring surgical repair and intervention to achieve hemostats. Hospitalization was prolonged. Though requested, no additional info was provided.